Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right atrial lead had high threshold and was undersensing. Reprogramming was performed to change the sensitivity and the lead remains in use. The device was indicated to have not lasted as long as expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.